Manufacturer narrative:
Patient¿s height reported as (B)(6). Date of post-operative infection development is unknown. Additional device product codes: mnh, mni, kwp, kwq. This report is for (4) four unknown ti click'x screws implanted bilaterally at both l5 and s1 on (B)(6) 2005. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Two (2) ti click'x screws at s1 level were implanted during the initial surgery performed on (B)(6) 2005 and two (2) ti click'x screws at l5 level were implanted during revision surgery performed on (B)(6) 2015. Infection was identified on (B)(6) 2015; however the device was explanted on (B)(6) 2016. This implant removal surgery has been reported under linked complaint (B)(4). Complainant device is not expected to be returned for manufacturer review/investigation. Number (510k): unknown, as the specific part number for click¿x screw is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient who was implanted with a synthes click x system on (B)(6)2015 developed an infection that was treated on or about (B)(6) 2015. On (B)(6)2015 the patient was reported to have a vacuum pump device placed in the lumbosacral region with a pic line in place in her upper left arm. The physician¿s assessment documented that the patient had degenerative lumbar spinal stenosis and, in spite of her recent surgery, her mobility, irregular gait, and pain issues had not significantly improved; patient cannot work an 8 hour job. This report is for four (4) unknown ti click'x screws implanted bilaterally at both l5 and s1 on (B)(6) 2005. This is report 11 of 11 for complaint (B)(4).